Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by component failure. It was separated from coupler unit due to damaged charged coupled device (ccd) unit and due to cut on cable unit, waterproof property was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head cable unit was cut, the waterproof property was lost, and the charge-coupled device (ccd) unit was damaged and separated from the coupler unit. There was no patient involvement.